Event description:
Consumer complained about toothbrush chipping his tooth. Consumer was unaware of chipped tooth until informed by dentist.

Manufacturer narrative:
Brush heads returned along with toothbrush handle. Hx900x, 170105 22m, intercare brush head (brush head #1). Hx903x, 170425 22m, proresults gum health brush head (brush head #2). Hx807x, 170*06 22t, tongue care (date code is partially illegible). The root cause of the customer's complaint could not be determined.